Event description:
Per the audiologist, the patient's family reported that the patient has started refusing to use his cochlear implant system in 2008. Impedance measurements could not be obtained during testing at the clinic. There was no report of head injury. A CT scan, done in 2008, reportedly showed correct placement of the electrode array. The results of an integrity test done were atypical but could not be conclusively interpreted. The patient's device was explanted atabout 2 months later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.